Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted there were no field allegations against the pacemaker. During initial analysis the pacemaker did not pass labeled longevity calculations. Detailed analysis found that the atrial chamber was sensing 100 percent of the time. Chronic high atrial rates reduce longevity in devices that are programmed ddd(r) and atrial sensing is on. Device power consumption increases, proportional to the additional processing for sensed atrial events and is not able to be calculated appropriately using the longevity calculator.

Event description:
It was reported that this pacemaker was explanted for reported normal battery depletion. However upon receipt at our post market quality assurance laboratory, analysis found an issue with the pacemaker.